Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the incident occurred on (B)(6) 2017 @ 14:28 in room (B)(6). The incident occurred while the patient was being monitored by tele-56, (B)(4). The patient was in asystole for ~13 seconds. During that time the system alarmed ¿leads off¿ which is a blue inop alarm (like a warning), not a red asystole as it should have been. The nurse was attending the patient at the time of the alleged occurrence. Patient had a asystole event which the user alleges did not alarm.

Manufacturer narrative:
The issue is not consistent with a malfunction of the product. The customer reported that on (B)(6) 2017 at 14:28 a patient in (B)(6) was in asystole for 13 seconds and the staff indicated there was no asystole alarm. The nursing staff expected an asystole alarm to occur. The customer acknowledges that an ECG leads off inop alarm was occurring during the noted time frame. The nurse was attending the patient at the time of the alleged occurrence and stated that the leads remained on the patient during this time frame. A review of log data found that several ECG leads off inop's were generated from 14:17 -14:39: where the ECG leads off condition was noted repeatedly and the ECG leads off ended seconds after generated. At 14:39:24 an ECG leads off alarm was generated and silenced at 14:41:02 indicating user interaction with alarming. Per the intellivue mx40 instructions for use; note - the ECG leads off inop will initially display as a cyan technical alarm until a valid ECG signal is obtained. While ECG leads off inop's are occurring, the system cannot provide alarms for physiological changes in the patient. This can result in missed detection of subsequent alarming events. For this reason, you should respond promptly to any technical alarm. Ensure that the arrhythmia algorithm is labeling beats correctly. The nurse stated that the leads remained on the patient during this time frame. Although the leads were on the patient; ECG leads off alarming can occur from patient related sources caused by clinical considerations such as poor skin prep, dry electrodes, and poor electrode adhesion, as well as by patient motion and muscle artifact. The issue is consistent with a user related issue. No further action or investigation is warranted at this time.